Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized prior to calling. The blood glucose reading was 588mg/dl. The caller mentioned having battery alarms and the battery test failed. Troubleshooting was performed. The husband mentioned that she had the flu. Instructed the customer to remove and to clean the battery cap, but she found that the spring was damaged. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.